Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was undersensing resulting in pacing into the vulnerable phase of the qrs complex. The sensitivity was modified but the issue remained. The patient was hospitalized to monitor for as device behavior is pro-arrhythmic. A copy of the device¿s memory was preserved and submitted for analysis. Boston scientific technical services (ts) noted that the inappropriate pacing was actually a fusion beat and provided programming changes to resolve. As of today the device remains in service. No adverse patient effects were reported.